Manufacturer narrative:
The reported event of device had motor failure was created to document the event that the customer reported. The customer did not return the device for evaluation. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 01aug2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. There was a motor failure. The pressure sensor needs to be replaced, there is no rear casing, no handle, and no iui's. The motor is bent out. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken or damaged. There was a motor failure. The pressure sensor needs to be replaced, there is no rear casing, no handle, and no iui's. The motor is bent out. No additional information was provided. There was no patient involvement.